Event description:
Baxter received a report involving a colleague pump with detected failure code 500. No information is available concerning when the incident was observed or whether there was patient involvement.